Event description:
It is reported that prior to surgery, it was noticed that the locating peg was incorrectly molded.

Manufacturer narrative:
Eval summary: no product is returned for review, but three pictures are provided. The quality of two of the photos are not high, but a third photograph shows the polar dome as being deformed. It looks as though the polar dome was not vertically aligned with a dome hole prior to impaction, causing a portion of the dome to become deformed. There also appears to be a thread-like material protruding from the side of the polar dome, and possibly a slice of poly protruding in the opposite direction, however, it is hard to definitively determine based on the picture. The customer was asked whether it had been attempted to implant the liner, however, it was alleged that the damage was discovered before use on a pt. In addition, this product is not molded during manufacture; a lathe is used and therefore, it would be unlikely for damage of this form to have occurred during the machining process. Cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.